Manufacturer narrative:
The referenced lvad clot was reported under medwatch MFR report# 2916596-2018-00175. (B)(4). Approximate age of device ¿ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was readmitted with gastrointestinal bleed and history of a lvad clot within the last month. The patient was taking triple therapy brilinta, aspirin and coumadin at home. The patient will be receiving an endoscopy and is relatively stable. Results of the endoscopy are not known at this time. No additional information was provided.